Event description:
Pt status post right side microvascular plate and screw implantation for mandible reconstruction on an unk date developed bone necrosis due to radiation. Pt returned to operating room on (B)(6) 2012, surgeon removed all hardware with the exception of one screw shaft. During the removal of the screws, one of the screws broke, the shaft of the screw was not retrieved and remains in pt. The pt was not revised to any new hardware. Surgeon noted before removal the plate and screws were intact. This is 1 of 8 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.